Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an erratic (distorted) top display. The ventilator was not in use on a patient at the time the malfunction occurred. Technical service engineer (tse) troubleshot this issue with the customer over the phone. Customer was recommended to swap the top and bottom displays and was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to evaluate the device.